Event description:
Caller reported a malfunction on pump, specifically displaying malfunction code 12. Fault ID was provided as 12-0x2071, but the issue did not cause customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted caller in resetting pump, after which the malfunction code did not recur, allowing customer to continue using pump. Customer was advised to call back if any malfunction code recurs and acknowledged understanding the instructions.